Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette on pump kit, cadd-solis was not attached properly.

Manufacturer narrative:
H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Error log review found 'cassette not attached properly' high alarm. Visual inspection found contaminated downstream occlusion (dso) sensor and worn upstream occlusion (uso) seal. Customer reported problem was duplicated. When a 50ml cassette is attached the device alarms "cassette not attached properly. Reattach cassette." Performing a functional test in manufacturing mode, the device failed calibration and found that the dso sensor is stuck at 1mv. The most probable cause is a contaminated dso sensor. Replaced the chassis assembly (including dso sensor) to correct the issue. Device passed all functional tests after the repair.